Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent mesh removal from the posterior vaginal wall on (B)(6) 2004 due to dyspareunia.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that patient underwent excision of mesh and cystoscopy on (B)(6) 2005 due to erosion.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure concurrently with hysterectomy and reconstructive surgery, bladder sling on (B)(6) 2004 due to stress urinary incontinence and mesh were implanted into the patient. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems and husband received laceration during intercourse. It was reported that patient underwent mesh revision february (B)(6) 2005.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.